Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) is exhibiting noise signals on right ventricular (rv) lead. The device presented pacing inhibition and oversensing. Patient experienced an asystole for more than four seconds. The device remains in service. No adverse patient effects were reported.